Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye noted a cracked main body. The reported condition was verified. The cause of the crack could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the light blue main body of the minicap transfer set had a crack. This was noticed during use of peritoneal dialysis therapy. The transfer set was replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.